Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral lithotripsy (tul) in the renal pelvis/renal calyx, two wires got uncoupled (separated) at the connecting part of the top of the basket of an ncircle tipless stone extractor. A karl storz/flex-x2 scope was used, and the basket capture stones "several times" before the issue was noted. They did not use a laser at the same time as the basket. The user completed the procedure with a same like product (unknown lot#) stocked in the facility. The patient was under anesthesia. The device was inspected and tested prior to use in an uncoiled position. The basket functioned properly. The patient¿s anatomy did not have anything keeping the basket from opening or closing. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. A section of the device did not detach inside the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during transurethral lithotripsy (tul) in the renal pelvis/renal calyx, two wires got uncoupled (separated) at the connecting part of the top of the basket of an ncircle tipless stone extractor. A karl storz/flex-x2 scope was used, and the basket capture stones "several times" before the issue was noted. They did not use a laser at the same time as the basket. The user completed the procedure with a same like product (unknown lot#) stocked in the facility. The patient was under anesthesia. The device was inspected and tested prior to use in an uncoiled position. The basket functioned properly. The patient¿s anatomy did not have anything keeping the basket from opening or closing. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. A section of the device did not detach inside the patient. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the device were conducted. The device was returned to cook in open packaging for investigation. Handle actuates basket formation. Basket wires were not looped together at proximal tip of formation. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded there was not enough information to conclusively determine the cause. The provided information stated the device initially functioned correctly, removing multiple stones before the issue occurred. It was possible the basket became deformed due to a procedural related issue such as the size or shape of the stone(s) being removed that placed stress on the basket wires. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.